Event description:
Pt was revised on (B) (6) 2007 due to pain and loosening.

Manufacturer narrative:
(B) (4). Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.